Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2016. The patient reported obtaining a control solution result of ¿191 mg/dl¿ which fell above the accepted range printed on the test strip vial. The patient stated he manages his diabetes with a combination of lantus and humalog insulin and metformin pills. The patient claimed he continued to follow his usual diabetes management regimen in response to the alleged issue and denied taking any diabetes medication/insulin shortly after testing. The patient reported developing symptoms of ¿dizziness" and feeling "shaky¿ 1-2 hours then every 6 hours after the alleged issue began, but denied receiving any medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the correct control solution was being used and that the correct testing process was being followed. The csr confirmed that the test strips were in good condition and that the test strip vial was intact. The csr walked the patient through a control solution test and noted that the result fell outside the specified control solution range. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
He lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.